Manufacturer narrative:
Outcomes attributed to adverse events other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during final seating of the screw, the head of the locking screw broke off. The broken head was removed and the remaining part of the screw was secure in the plate and was deemed not reasonable to extract for patient safety. No additional patient complications were reported.